Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to present remotely. The device could not connect to the patient's rf transmitter, possibly as a result of an rf chip anomaly. The patient received an inductive transmitter, which the device could connect to successfully. There were no patient consequences.

Event description:
New information received notes that during in-clinic device check on (B)(6) 2019, rf telemetry was noted not to be working but all other device function was normal. The device was upgraded and rf telemetry function was restored successfully. Device was successfully paired with new merlin@ home monitor and patient left the clinic with no adverse events. Patient was stable throughout the event.